Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open skin irritation that feels like it¿s burning. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s physician advised the patient not to wear the lv while they have the skin irritation

Event description:
Correction to original note: a us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open skin irritation that feels like it¿s burning. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient not to wear the lv while they have the skin irritation. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open skin irritation that feels like it¿s burning. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s physician advised the patient not to wear the lv while they have the skin irritation.